Event description:
The distributor reported on behalf of their customer that the ckp-4500, 4.5mm poplok suture anchor was being used (B)(6) 2023 during a tibial spine reconstruction and ¿the estructure of the implant is broken¿. There was no injury to the patient or the user. There was no report of medical intervention or known hospitalization. The procedure was completed with an alternate same device. There was a 5 minute delay to the procedure. Further assessment found that the device did fragment and fall into the surgical site. All fragments were recovered. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device, item ckp-4502, found anchors detached from the shaft. Device trigger was pressed all in. Evaluation was performed per assembly print ckp-4500. Root cause cannot be determined; however, based upon the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 10 reports, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. Avoid lateral loading while inserting the poplok knotless suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the ckp-4500, 4.5mm poplok suture anchor was being used (B)(6) 2023 during a tibial spine reconstruction and ¿the estructure of the implant is broken¿. There was no injury to the patient or the user. There was no report of medical intervention or known hospitalization. The procedure was completed with an alternate same device. There was a 5 minute delay to the procedure. Further assessment found that the device did fragment and fall into the surgical site. All fragments were recovered. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed. However, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.